Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4968 x2 implantable pacing leads (B)(6) 2005; 6721m x2 implantable tachy leads (B)(6) 2005. (B)(4).

Event description:
It was reported that the device sounded a patient alert within two days of implant for the right ventricular (rv) lead impedance being greater than 3000 ohms. The pocket was opened and it was found that the lead was not inserted fully into the device header. The set screw was loosened, the lead reinserted and the set screw tightened. It was noted that the ventricular impedance was then 700 ohms. The device and rv lead remain in use. No patient complications have been reported as a result of this event.